Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced adhesive issues with an infusion set, which fell off during use. Patient acknowledged to be engaged in physical activity, sweating, swimming, or bathing at the time of event. The area of insertion was not cleaned, air-dried before insertion however, it was free of hair. The infusion sets were in use for 24-48 hours. At the time of event patient's blood glucose level remained between 54-500 mg/dl therefore the patient replaced the infusion set and successfully resumed insulin. No further information available.